Event description:
It was reported that, noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed; no anomalies were noted. No additional intervention has been performed. The patient was stable and will continue to be monitored.